Manufacturer narrative:
This MDR is part of the FDA voluntary malfunction summary reporting program. 11 devices were evaluated in the field but the issue was confirmed; 1 device had bent components, 4 devices had rusty components, 2 devices had worn components, 2 devices had misaligned components, and 2 devices had broken/damaged components. 1 device was evaluated in the field and the issue was not confirmed; there was no product malfunction. The issue arose as a result of use error where the user did not properly load the device. There was no remedial action taken. These devices are not labeled for single use.

Event description:
This report summarizes 12 malfunction events, where it was reported the cot falsely engaged into the fastener. There was 1 instance where a user experienced pain.